Event description:
It was reported that the patient was experiencing unwanted stimulation in her leg. Per database analysis, implantable pulse generator (ipg) resets while charging were noted in the database logs. When the system resets, stimulation turns off for 10-15 seconds and returns back to normal operation.